Manufacturer narrative:
Complaint conclusion: it was reported that during use of a mynxgrip vascular closure device (vcd), the physician felt resistance when he tried to withdraw the sheath. The vcd was removed and manual compression was applied to achieve hemostasis. The femoral artery¿s suitability was verified on angiography or venography including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The vcd was being used in conjunction with an unspecified procedural sheath introducer for common femoral arterial closure following an interventional coronary procedure. The mynx vcd was stored and prepped according to the instructions for use (IFU). The patient's hospitalization was not extended as a result of the event. The patient was noted to have recovered. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle. The product analysis shows no evidence of blood on the sealant which likely indicates that the shuttle was never inserted into a procedural catheter and the sealant was dry and in the manufacturing position. The condition of the returned device does not match the description of the incident. Leak testing was performed on the balloon of the received device using the returned syringe. The results revealed no leak in the balloon. The balloon was fully inflated and pressure was maintained with proper functioning of the inflation indicator. Review of lot f1707601 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The condition of the returned device does not match the description of the incident. Multiple attempts to clarify the discrepancies were unsuccessful. Based on the information provided and the investigation performed, the event reported as device deployment jam could not be confirmed and the root cause could not be conclusively determined. Per the mynxgrip instructions for use (IFU), it instructs user to open the procedural sheath stopcock prior to shuttling down. Failure to open the procedural sheath stopcock during shuttling down step can result in a device jam. Neither the product history record review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventative actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.

Manufacturer narrative:
A review of lot f1707601, revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of completion of the engineering evaluation.

Event description:
It was reported that during use of a mynxgrip vascular closure device (vcd), the physician felt resistance when he tried to withdraw the sheath. The vcd was removed and manual compression was applied to achieve hemostasis. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The vcd was being used in conjunction with an unspecified procedural sheath introducer for common femoral arterial closure following an interventional coronary procedure. The mynx vcd was stored and prepped according to IFU instructions. The patient's hospitalization was not extended as a result of the event. The patient was noted to have recovered. The vcd will be returned for analysis.